Manufacturer narrative:
The device has been received and the investigation is pending. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The user reported the charging cord melted into the controller while charging for approximately 2 hours. No injury occurred and there was no property damage. The user reported that a fire occurred, and this led to the melting. However, no further details were provided. Insulet has attempted to obtain clarification and additional details regarding the event unsuccessfully. The event was reported to have involved a non-insulet provided cord, which was discarded after the event. The physical controller was returned. Physical investigation is underway and based on results of this analysis thus far it appears that (a) there was no short between the cc pin and ground and (b) the heating took place outside of the device (on the cable end). No thermal damage has been found inside the receptacle, but corrosive material was observed. If more is learned through further analysis, insulet will provide additional information in a supplemental report.

Manufacturer narrative:
In the case description, the user states the charging cord melted into the controller while charging for approximately 2 hours. The user also stated they did not use the insulet charging adapter that is provided to them. The device was returned for investigation. Inspection and x-ray of the device charging port found evidence of thermal damage, with evidence of residues and corrosion inside the charging port. The concentration of the heat outside of the usb-c receptacle indicates the failure occurred in the cable end however the charging cord was not returned for investigation. An ftir chemical analysis of the charging port receptacle residues identified unexpected contamination, glycerin, around the inside of the usb-c receptacle. The presence of glycerin inside the receptacle indicates that some liquid contamination (possibly food, beverage or soap) was introduced into the charging port. Inspection of the device log files found no data from the date of occurrence due to continued use of the device, causing the files to be overwritten. Inspection of the files that were available show that the user continued to use the device and connected the device to a charger after the date of the occurrence and allowed the battery to reach a full charge. This indicates the issue that allowed shorting leading to the thermal incident no longer existed for those charge cycles. This further supports liquid contamination as a root cause since evaporation would allow for a transient failure.